Event description:
It was reported by service report that the auxiliary outlet had no power and the bed would not detect the mattress. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Tripped breaker. Breaker reset.